Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional inadvertently checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by implementation in accordance with below instructions for use: instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had poor air supply. The reported issue was discovered during preparation of use for a diagnostic esd preoperative investigation procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the adhesive on the bending section cover had a chip and a crack due to chemical or physical stress. It was observed that the adhesive around the light guide lens was peeled. It was also observed that the forceps channel port was shaved due to physical stress. It was observed that the scope cover plate was detached due to handling. It was also observed that the suction cylinder was shaved due to a handling issue. It was observed that the electrical connector had discoloration due to water leakage caused by water invasion in the device. It was also observed that the connecting tube had discoloration and a wrinkle due to chemical stress or due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, plastic distal end cover, objective lens, scope connector cover unit, scope connector, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, universal cord, grip, scope cover, switch box, lock engagement lever, lock engagement knob, up and down knob, right and left knob, and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the facility immersed the scope in detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. It was unknown if the customer flushes the air and water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.